Event description:
Head kept coming away from the main body...seems very loose-oral b power toothbrush [device breakage]. Case narrative: consumer e-mail stated that toothbrush was working fine for 8 months but this morning the head keep coming from the main body. He tried different head but that also won't stay. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head kept coming away from the main body. Seems very loose-oral b power toothbrush [device breakage]. Case narrative: consumer e-mail stated that toothbrush was working fine for 8 months but this morning the head keep coming from the main body. He tried different head but that also won't stay. No injury was reported.